Event description:
Medical personnel rec'd a splash of cidex activated diladehyde solution to right eye and left face while removing the seal. The medical personnel was not wearing recommended eye protection. The msds was faxed to her and she was advised to an opthamologist. She was also advised to flush the eye for 15 minutes. She stated that the eye was flushed for approx 1 minute. Info provided on 1/14/99 indicated that the worker went to the emergency room after exposure, and her eye and face were irrigated for 1.5 hours. She rec'd refresh tear drops. She was seen by an opthamalogist the next day who prescribed a steroid ointment. He diagnosed her as having corneal abrasion.